Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed ulcer like blisters under the front therapy pad. Patient developed a staphylococcus infection due to irritation. The patient was hospitalized and was treated with antibiotics. The patient was released from the hospital and the reported irritation has improved but was still healing.